Manufacturer narrative:
As reported, post implant of the bard/davol ventralex st mesh, the patient experienced wound inflammation and underwent subsequent surgical intervention for removal of the mesh. Based on the information provided, no conclusion can be made. Inflammation is identified in the products instructions-for-use (IFU) as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in july, 2019. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
It was reported that on (B)(6) 2020 the patient was implanted with a bard/davol ventralex st mesh during an open umbilical hernia repair procedure. On (B)(6) 2020, as reported the patient presented with an inflamed wound, which was cleaned and a wick was placed. It is reported that on (B)(6) 2020 the mesh was removed and the defect was repaired during a laparoscopic procedure using a bard/davol ventralight st w/ echo device. The patient is reported to be doing well.